Manufacturer narrative:
(D10) concomitant devices: 300-01-14 - equinoxe humeral stem primary press fit 14mm: (B)(6). 322-36-00 - 145-deg pe 36mm hum liner +0: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 320-31-36 - glenosphere, 36mm: (B)(6). 320-35-02 - small superior augment glenoid plate: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Intra-operatively of a left tsa implantation, it was reported via clinical study that the patient experienced a scapular fracture. Coracoid tip fracture, fragment was then excised during surgery. The fragment was excised from the patient during surgery, and the outcome of this event is considered continuing. The case report form indicates that this event is definitely related to the device and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.